Event description:
Complaint originally reported as not firing properly, making malformed constructs. Device evaluated on 10/16/06 and we found that the device produced straight shots.

Manufacturer narrative:
Complaint confirmed for straight shots. This was due to a small piece of wire in the tip. This comes about when the user deploys more than the maximum recommended number of constructs, as specified in the instructions for use for this device.